Event description:
During implantation, the stent took away from the balloon before delivery.

Manufacturer narrative:
As the product was not returned, we cannot at this time make a final determination of the root cause. (B)(4). Review of our quality records revealed that this lot of products met all required specifications.